Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. This product was the manufactured prior to a design change of the operational amplifier circuit on the patient circuit board. The probable cause that the image from the 180 series endoscopes did not appear was due to failure of the operational amplifier circuit. Due the age of the device, it is likely the connector pin wore out due to aging degradation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device review, the user report of scrambled scope was confirmed. Further evaluation of the device revealed a faulty patient board set causing no image on 180 scopes, worn out pins inside the video connector causing unstable images, and a damage usb connector board. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, during procedure preparation, the evis exera iii video system center was displaying a 'scrambled' image. There was no report of patient harm or consequence from this event.